Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The home patient stated that the spike holder will not turn. The baxter technical service representative initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The customer reported issue of the cxd will not turn to spike the bag was confirmed and duplicated by functional test. The assignable cause for the reported issue was determined to be due to a bent carriage spring. The device is non-serviceable and will be destroyed.